Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose (bg) level was above 312 mg/dl with ketones. Reportedly, the customer administered a manual injection and bg level was "ok" at the time of the initial report. The customer had already changed the infusion set and cartridge. During the system check with tandem technical support with the new supplies, the pump, cartridge, and infusion set functioned as expected.